Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Examination showed a damaged front cover and damaged reservoir tank cover. The device was given functional testing; this confirmed the device would not power on. The issue was determined caused by a printed circuit board problem as a result of damage during use.

Event description:
It was reported the device would not turn on. No adverse effects reported.